Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to complete essential performance testing ) has been confirmed. Upon investigation ECG "a" and "b" to front therapy electrode cable was cut between ECG "b" and the distribution node "dn". The root cause for cut cable was physical abuse. No adverse events occurred from the electrode belt malfunction.

Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.